Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) performed preventive maintenance activities on the instrument. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.

Event description:
The customer reported that imprecise ferritin results were generated on a unicel dxl800 access immunoassay system on (B)(6) 2011 for one patient sample. The initial ferritin result was within the normal reference range. Repeat testing on another instrument yielded a higher result, also within the normal reference range. Collectively the results exceeded the stated assay precision claims. The imprecise result was reported out of the lab however there were no reports of death, injury or change to patient treatment attributed to or connected to this event. No patient specific information, sample handling/collection information or instrument performance information was provided by the customer.